Event description:
It was reported that during a ptca procedure, the tip of the choice guide wire fractured and remain in the pt. The physician secured the wire tip of to the vessel with a stent. Pt status is unk. Two attempts to obtain more info from the health care provider have unsuccessful.